Event description:
It was reported that a malfunction occurred with a malfunction code displayed as "malf 0," and the customer was unable to reset the pump. The impact on the customer's blood glucose level was not determined, as the customer declined to answer whether it exceeded 500 mg/dl. The technical support provided pump reset information, assisted the caller with resetting the pump, and confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code reappeared.